Event description:
The investigator indicated that the reported event was probably related to the study device.

Event description:
During index procedure, the patient had one complete se peripheral stent implanted to the right distal superficial femoral artery (sfa). Approximately 22 months post index procedure vascular intervention was performed due to in-stent restenosis of study stent. The right sfa exhibited stenosis of 90%. Balloon angioplasty and atherectomy were performed. The patient recovered with treatment. Complete se sfa not approved for use in the us, but is similar to complete se iliac/biliary which are approved for use in the us.

Manufacturer narrative:
(B)(4). Evaluation results (B)(4) inherent risk of procedure (occlusion).